Manufacturer narrative:
Insulin pump received with intermittent buttons, due to corroded keypad traces. No button error alarms were noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Insulin pump received with cracked case at display window corners, reservoir tube lip, battery tube threads and minor scratches on lcd window.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, after it fell in a tub and was quickly pulledo ut the customer's blood glucose was 218 mg/dl at time of reporting. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.